Event description:
Broken during surgery. The junction between the stainless steel needle and peek implant body was weaker than normal, and it was broken during the insertion via intercostal muscle in surgery. Implant needed to be withdrawn and could not be continuously passed through the intercostal space without the needle this is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The visual inspection revealed the fracture area shows clearly that a rotational, in axes of the device, and a side bending motion, to the right of the device, were applied to the device before and/or while the failure occurred. Based on the findings above it can be said that the user applied some rotational, in axis, and side bending motion to the device during its application. The device failure is user related since the standard application technique does not require a twisting of the needle to the implant during its application. The investigation determined this complaint to be valid. A CAPA determination request has been initiated. (B)(6).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Expiration date: 10/01/2013. Manufacturing documents were reviewed and no complaint related issues were found.